Event description:
Patient received a burn to their lip and cheek during an extraction of number 31 tooth. Patient was under local anesthesia at the time of the event. The injury was treated with a topical cleaning and application of neosporin. The injury is reported to have healed normally and no additional medical treatment was required by the patient.